Event description:
This female pt was undergoing stent placement within a large wide-neck (10.1mm) of the cerebral arterial aneurysm of the right internal carotid artery ophthalmic artery. The enterprise stent 4.5 x 28mm was properly inserted, five gdc coils, and six dcs orbit coils were placed within an aneurysm uneventfully. At the conclusion of the technique, it was difficult to withdraw the sheath introducer due to the vasospasm. Administering an analgesic was unsuccessful withdrawal of the sheath. Since it was difficult to impossible to use instrumentation for hemostasis, the heparin was reversed and pressure hemostasis for about one hr was required. The procedure was concluded uneventfully, and although the pt complaint of local pain, her course was smooth, with no increase in size of the hematoma. After returning to the room, the pt had mild headaches, but she was able to endure them by taking analgesic. The next day, parenthesis of the left upper limb and barre's sign were noted when MRI was performed, scattered infarcts were confirmed in the right cerebral hemisphere, and a diagnosis of cerebral infarction was made. It was decided to continue treatment with radicut injection (edaravone) and the pt was monitored.

Manufacturer narrative:
Four days post procedure, the symptom relief was confirmed. The physician reported, that there was obviously an association with the technique, and in view of the possibility that the thrombosis occurred because of temporary discontinuation of the anticoagulant, there appears to probably be an association with the stent. Japanese enterprise stent is not distributed in the us; however, it is similar to us distributed enterprise stent product. Add'l info will be submitted within 30 days upon receipt.